Event description:
It was reported that the pt underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, the pt experienced pain and a revision procedure was performed on (B)(6) 2011. The acetabular cup, modular head and taper adaptor were removed and replaced.